Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulty charging. The ipg was no longer holding a charge adequately, and the patient was required to charge the device more frequently. The patient was reported to be doing well postoperatively. The explanted ipg will not be returned for evaluation, as it was discarded in accordance with hospital policy.

Manufacturer narrative:
Block b3: estimated based on additional information from sales representative, considering the progression of the issue over the time.